Event description:
It was reported that, "revised due to failed tka, implant seemed to be rotated."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.